Manufacturer narrative:
The nipt was not returned to the manufacturer for analysis. The nipt is mr conditional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the acquired a burn from the non-invasive patient tracker (nipt) being on the forehead during a magnetic resonance image (MRI) acquisition. This issue occurred post-operatively. Additional information was received stating the patient required a follow-up surgery for surgical debridement of the burn. The nurse also stated the cable bundle was secured underneath the imris bed mattress because the patient was an infant therefore didn¿t have anywhere on the patient's head to secure it. The nurse stated the cable bundle has been secured in this manner on previous surgeries without incident.

Manufacturer narrative:
Response to FDA request: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient is doing well. A plastic surgeon was able to excise the burned tissue and were able to pull the skin together without a skin flap and minimal scarring is anticipated. It was confirmed the burn was directly under the tracker placement and the same size as the foot print of the tracker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the during the MRI, the tracker was unplugged and coiled but not in the manner prescribed on the packing insert.